Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, mildly tortuous and mildly calcified lesion in the mid left anterior descending coronary artery. A 3.25x12mm nc trek rx balloon dilatation catheter (bdc) was advanced without issue to perform post-dilatation; however, the balloon burst during the first inflation at nominal pressure. The bdc was removed without reported issue, and a new same size nc trek bdc was used to successfully complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.